Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient indicated he feels his current implantable cardioverter defibrillator is not working very well and he is still very "tired and weak all the time". The device remains in use. No patient complications have been reported as a result of this event.